Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 5 years post op the initial right tka, this female patient alleges she sustained injuries resulting from exactech devices implanted at the time of her left and right knee procedures performed on or about (B)(6) 2014 and (B)(6) 2021, and revised on or about (B)(6) 2019 and (B)(6) 2021.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.